Manufacturer narrative:
The customer indicated the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified volume of normal saline via an unspecified plum pump. At an unspecified time, the option-lok male adapter of a second plumset was connected to the distal clave y-site of the primary plumset to deliver an unspecified concentration of paclitaxel via a second unspecified plum pump. It was reported that 15 minutes after the paclitaxel delivery was initiated at an unspecified low rate, the nurse returned to the pt and noted a small volume of fluid leakage. It was reported that the leak had formed a wet spot the size of quarter on the pt's pants. The pants were removed and the underlying skin was washed with soap and water. The skin was examined and no medical interventions were required. After the leak was noted, the nurse attempted to retighten the option-lok male adapter to the clave y-site. It was reported that the male adapter broke off inside the clave y-site. The tubing sets and paclitaxel container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.